Event description:
It was reported that the patient had a right revision. Patient presented with symptoms of an acute infection of the hip. Imagining studies presented signs of local infection of the hip following a tha "some time ago". Dr. Performed an extensive I&d and removal of the tha construct. He implanted the items attached as a temporary antibiotic-spacer "for the next 6 weeks". No complaints filed against the components themselves, no further info available.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name#trident 50mm shell ; cat#unknown ; lot#unknown device name#36mm +0 biolox head ; cat#unknown ; lot#unknown device name#3 accolade-ii stem ; cat#unknown ; lot#unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not returned to the manufacturer.